Event description:
It was reported that the device goes into over temp and leaks water. No patient involvement was reported.

Manufacturer narrative:
Other, other text: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a faulty pcb, cracked tank cover, noisy pump, corroded drain fitting, and damaged pole clamp. Functional testing found the device leaked water from the reservoir tank cover. The root cause of the reported issues were found to be customer damaged tank cover caused the leak and printed circuit board (pcb) failure caused the temperature issue. Replaced the printed circuit board (pcb), pump, front cover, drain fitting, and pole clamp. Device passed functional testing.